Event description:
Spacelabs received a report that the wireless monitor resets when accessing wlan biomed tab.

Manufacturer narrative:
Spacelabs was able to confirm the reported symptoms in the monitor. The problem was traced to an error in the wireless network driver - a third party (B)(4) product used in the monitor. The driver maintains a list of all of the wireless access points within a given area. The root cause was determined to be the driver's improper management of the wireless access point list when beacons from more than 64 distinct access point service set identifier (ssids) could be received at the monitor's physical location. Spacelabs has been able to mitigate the issue with this driver and is implementing a field action to replace the software in all affected product.